Manufacturer narrative:
(B)(4). Date sent: 4/14/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the jaw cut the vessel/tissue? Did the clip cut the vessel/tissue? If yes, how was the vessel or tissue repaired? Was there any bleeding? If yes, how was the bleeding controlled? How much blood was lost (mls)? Was a transfusion or blood products given? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, use of clip on a peri-prosthetic fracture approach, at the time of use of the clips, the latter cut the tissues several times.